Manufacturer narrative:
The device was returned to the manufacturer for evaluation along with associated cutters. Visual inspection of the device observed excessive galling of the roller gear teeth. In addition, the ratchet was nicked, the comb was bent, the right side plate was discolored, and a roller bushing was exposed. It was noted that the 1.5:1 ration cutter was not tested due to the cutter having damaged blades, which could potentially damage the test mesher. The 2:1 ratio failed cutter evaluation. Both cutters were returned to the customer as non-repairable. It is noted that the customer is a cadaver tissue bank which experiences heavy usage of devices. Improper handling most likely caused the damage to the roller and cutter gears, as well as the damage to the comb, roller, side plates, bushings and ratchet.

Event description:
It was reported that the gears on the zimmer skin graft mesher were severely damaged and need to be replaced. The facility reporting the event is a cadaver tissue bank. As such, there was no report of patient injury.